Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Event date, operator of device and initial reporter are unknown. No information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals broken and the right plunger case cracked. There was evidence of the error recorded in the event history log. The reported problem motor rate error was not duplicated. The investigation was unable to determine the intermittent of the error and the cause of the reported problem. The motor assembly was carefully inspected and no physical or any other damage was found. Worm coupling, gear and stepper motor were replaced as preventative measure. The root cause was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: h4: mfg. Date. 13-jul-2018; d4: model number: 4000.